Manufacturer narrative:
This is a definitive report. This case was reported from a facility to (B)(6) authority, and it was forwarded to manufacturer. The reporter did not provide any further information.

Event description:
On (B)(6) 2020- a (B)(6) year-old male patient received artz dispo injection for osteoarthritis in another hospital. On (B)(6) 2020 - no obvious inducement appeared in the trunk. Scattered erythema with itching but no attention. In the morning, the rash increased, expanded, and developed rapidly. The size of erythema was most of the rice grains to soybean on both thighs and bilateral groin, visible fusion into a piece. He had intense itching accompanied by slight fever, but body temperature was unknown. On (B)(6) 2020 - he was admitted to the outpatient department of the hospital. He was diagnosed with drug dermatitis, and was given desloratadine citrate disodium tablets 1 qd and cimetidine 1 bid orally for itchy granules. The rash was not significantly improved. On (B)(6) 2020 - in order to seek further treatment, he went to the outpatient department of the hospital again. He was admitted with drug dermatitis, and was given symptomatic treatment such as methylprednisolone sodium succinate static drops, desloratadine cream external coating, and desloratadine tablet oral administration. On (B)(6) 2020 - most of the original erythema subsided, no new rash developed, then he was discharged from the hospital.